Event description:
Dentist indicated that locator wasn't functioning properly. Customer was discomfort and implant failure was there.

Event description:
Dentist indicated that locator wasn't functioning properly. Customer was discomfort and implant failure was there.